Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was not working. Boston scientific technical services (ts) advised to ask health care professional (hcp) to check device settings. There was no other information provided. The device remains in service. No adverse patient effects were reported.